Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the enteral feeding pump's speaker isn't working; when the customer was testing the unit it gave an audio error but it is not audible and states that it has a speaker problem. No patient was involved.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed and the customer states, ¿pump's speaker isn't working; when the customer was testing the unit it gave an audio error but it is not audible and states that it has a speaker problem.¿ the unit was triaged and the reported condition was confirmed. No audible tones were observed when the unit was powered on. The buzzer volume was checked and found to be midrange. The pump was disassembled and a visual inspected found the component u14 in the audio circuit was damaged, resulting in bent leads, lifted pads, torn traces, and a broken solder joints. A trend has been identified and a corrective action has been opened to address the issue of no audible alarm. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.